Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the battery had depleted but they trickle charged it and needed an appointment to have the power on reset cleared. The battery was read and the power on reset was cleared. It was noted that while the battery had depleted three times it was still working. The issue was resolved at the time of the report.